Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During a bilateral total hip replacement on (B)(6) 2016, a problem occurred when replacing right hip. The surgeon was unable to seat the cup due to the fact that he could not remove the impactor bolt from the cup "as stated by study coordinator, cup screwed too tightly onto the inserter".

Manufacturer narrative:
An event regarding a disassembly issue for a cup impactor bolt from a trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded: in summary, although the exact cause of the problem cannot be completely resolved due to lack of proper information, it is quite certain that the problem has been caused by an adverse mix of predominantly procedure-related factors with possibly a dense bone quality factor as a potential additional patient-related factor as discussed. This case is not device-related." Device history review : could not be performed as the lot ID was not identified. Complaint history review : could not be performed as the lot ID was not identified. Conclusions: review of the provided medical records by a clinical consultant concluded "in summary, although the exact cause of the problem cannot be completely resolved due to lack of proper information, it is quite certain that the problem has been caused by an adverse mix of predominantly procedure-related factors with possibly a dense bone quality factor as a potential additional patient-related factor as discussed. This case is not device-related." The exact cause of the event could not be determined because insufficient information was provided. Further information such as device details and return of device are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
During a bilateral total hip replacement on (B)(6) 2016, a problem occurred when replacing right hip. The surgeon was unable to seat the cup due to the fact that he could not remove the impactor bolt from the cup "as stated by study coordinator, cup screwed too tightly onto the inserter".